Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The navlock was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The returned probe has severe galling on the back end and impact marks causing the reported fit issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had two instruments that were not functioning properly prior to the case. They were not sliding smoothly when used in conjunction with the other items from the navlock tray and would often cause the pairing to get stuck together. There was no patient present at the time of the event.